Manufacturer narrative:
This report is for the same event and also contains supplemental information for mentor MDR manufacturer report number 1645337-2019-21988. Due to internal system issue, reporting cannot continue under said number. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report is for the same event and also contains supplemental information for mentor MDR manufacturer report number 1645337-2019-21988. Due to internal system issue, reporting cannot continue under said number. It was reported that a (B)(6) latin american female patient underwent a breast augmentation primary with 275cc mentor siltex round moderate profile saline breast implants and experienced postoperative bilateral deflation and right-sided grade iii capsular contracture. The patient reported waking up with the left breast completely flat, and also had discomfort during sleep. She also reported that the right side seems to be leaking as well as it is getting smaller. In addition, the right breast exhibited some rippling, and capsular contracture was confirmed by the surgeon. As a result, the patient underwent bilateral explantation and replacement with 430cc mentor siltex gel breast implants on (B)(6) 2019. Upon explantation, the left-sided implant was confirmed to be ruptured and the right-sided implant was intact. This medwatch report is for the right-sided implant.